Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, and minor scratches on the display window. The pump also had no button response due to a flattened dome switch on the esc button. No button error alarms were noted.

Event description:
It was reported that the insulin pump alarmed button error and showed signs of cracks. The blood glucose reading was 117 mg/dl. The customer stated that her dog had gotten ahold of the insulin pump a week prior to the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.